Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false downstream occlusion alarms. The evaluation found that the downstream sensor current readings with a fluid filled set were above specification. The elevated signal is known to make the pump more sensitive to false downstream occlusion alarms. Additionally, the downstream pressure plate gap was out of specification, which is also a known contributor to the reported symptom. The downstream sensor and downstream tubing guide were recalibrated to correct this condition.

Event description:
It was reported that a spectrum pump had a false downstream occlusion. Any patient involvement, injury or medical intervention is unknown.